Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On 08/29/2017 it was reported by the peritoneal dialysis (pd) nurse this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had a past medical history of peritonitis on(B)(6) 2015 . On the pd nurse stated the patient was not hospitalized for the peritonitis event and was treated in the pd clinic. The pd nurse further stated the patient recovered from the peritonitis event and continued with ccpd therapy without further issue. Additionally, there were no reported fluid leaks during ccpd treatment prior to the peritonitis event and the pd nurse reports there were no allegations of a liberty cycler/liberty cycler set malfunction that caused or contributed to the peritonitis event. Furthermore, it was reported the patient had a history of non-compliance with aseptic technique during ccpd therapy and the nurse attributed the peritonitis infection to touch contamination/break in sterile technique.

Manufacturer narrative:
Conclusion: although a temporal association between the liberty cycler/liberty cycler set and the patient¿s peritonitis event likely exists; there is no documentation to support a causal relationship. Additionally, there have been no reported allegations against a liberty cycler/liberty cycler set malfunction associated with a causal relationship to the patient¿s peritonitis event. Furthermore, there is a strong probable causal association between the patient¿s break in septic technique during ccpd therapy and the peritonitis event.

Event description:
On (B)(6) 2017 it was reported by the peritoneal dialysis (pd) nurse this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had a past medical history of peritonitis on (B)(6) 2015. On the pd nurse stated the patient was not hospitalized for the peritonitis event and was treated in the pd clinic. The pd nurse further stated the patient recovered from the peritonitis event and continued with ccpd therapy without further issue. Additionally, there were no reported fluid leaks during ccpd treatment prior to the peritonitis event and the pd nurse reports there were no allegations of a liberty cycler/liberty cycler set malfunction that caused or contributed to the peritonitis event. Furthermore, it was reported the patient had a history of non-compliance with aseptic technique during ccpd therapy and the nurse attributed the peritonitis infection to touch contamination/break in sterile technique.